Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the pink slide did not move forward and the needle did not fully insert; indicating a needle mechanism failure where the needle did not fully deploy. The needle was kinked and the patient's blood glucose level was 250 mg/dl. The pod was worn between 1 and 4 hours on the abdomen. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).